Event description:
Several novofine needles disappeared possibly into the patient's body (needle issue). Case description: does the incident represent a serious public health threat? No. This serious spontaneous case from the united states was reported by a health care professional (certified diabetes educator) as "several novofine needles disappeared possibly into the patient's body" beginning on an unspecified date in 2014, and concerned a (B)(6)-year-old male patient who was using novofine needles (gauge unspecified) from unknown start date due to type 2 diabetes mellitus (product use: ongoing). Patient's height: not reported. Patient's weight: not reported. Patient's bmi (body mass index): not reported. Medical history includes type 2 diabetes mellitus (duration not reported). The patient was taking novolog flexpen with the novofine needles. A certified diabetes educator (cde) reported that in the last three weeks "several novofine needles disappeared possibly into the patient's body". The cde stated that she was not sure if it was confirmed that the needles were stuck in the patient's body or if the patient had any treatment to get the needles removed. Action taken to novofine was reported as no change. The outcome for the event was not reported.